Event description:
The patient was implanted with a left ventricular assist device. Approximately 3 months post-implant, the patient was being trained on exchanging the system controller and when doing so, once the backup system controller was connected, the pump did not start automatically, as expected. The primary system controller was connected immediately and the backup system controller was replaced.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.